Event description:
Boston scientific received information from the patient that the communicator would not power on and that the power supply to the communicator was hot to the touch. No adverse patient effects were reported. The communicator was replaced.

Manufacturer narrative:
Laboratory analysis confirmed observation. Upon receipt at our post market quality assurance laboratory, visual inspection revealed no physical damage however the power brick would get warm after twenty minutes and reached 68.5 degrees celsius. The power brick failed unloaded voltage check as the brick had an internal shortage. The power brick emitted a ringing sound when plugged into electrical outlet.